Event description:
After almost five years of successful device use, this pt began to experience pain and a stinging sensation in the ear, when the device was on. The family elected to have the device explanted and replaced in 2004, the problem's cause is unk; however, a device malfunction is suspected.